Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that during a knee arthroscopy, the distal end of the unit broke. Further, a delay was reported due to the removal of the broken unit from the pt's knee.